Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl and as high as 800 mg/dl. The customer was informed that there could be many reasons for high and low blood glucose. The customer stated that they will call back to trouble shoot the high and low blood glucose when they feel better. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.